Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not open the gantry. They could move in and out and up and down but would not open. They rebooted the system twice to resolve the issue but requested a system checkout. Patient was present. There was unknown surgical delay and impact on patient outcome. Additional information stating that "the issue occurred after the first spin. The delay was ten minutes. There was no impact to the patient outcome."

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, left sidewall cover was catching on the bottom left cover and hard to close and to open. Made adjustment to left sidewall cover by unscrewing it and allow some upper movement, this allowed the covers to close and open without any rubbing. Tested system functions as intended continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000138. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.